Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device as underweight and an opening curved on posterior. A visual and microscopic analysis was performed which identified a sharp opening on the posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture, baker grade iii or IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture and capsular contracture, baker grade iii-IV. The device remains implanted.